Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the upper side button on the pump does not work. On call back, caller reported the issue did not persist. No adverse event reported. No product will be returned.